Event description:
It was reported that the customer passed away in hospice care. The cause of death was influenza type a. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer became ill on the (B)(6), was diagnosed with flu a, was sent home, four days later took the customer to the hospital, and he was admitted on (B)(6). The customer's blood glucose at the time of death was between 142 mg/dl and 152 mg/dl. The customer was not wearing the insulin pump at the time of death; he was off the insulin pump for a month prior to passing. The customer chose not to wear the device stating that he had prior issues with it and the daughter stated that she had called to report those issues. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However no data analysis available due to the device was received without a battery installed. Cosmetic damage was also noted on the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.